Event description:
Nitric oxide delivery system failed while on patient. Rep notified. They were unable to recover the device. Therapist bagged patient while new replacement device was attached. Patient was stabilized to previous baseline with no residual or harm to patient.